Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, explanted: (B)(6) 2020, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at 2 000,0 mcg/ml at 779,9 mcg/day via an implantable pump. It was reported that during a scheduled refill on (B)(6) 2019, the actual reservoir volume (arv) was 8 ml, and the expected reservoir volume (erv) was 3.1 ml. After various attempts to increase the dose and reduce the dose, it was decided to revise the catheter. It was further clarified that the entire catheter was replaced on (B)(6) 2020, and the pump was not filled. On (B)(6) 2020, the patient arrived for another scheduled refill; the arv was 7.5 ml, and the erv was 2.7 ml. The patient was going to come back next week (from (B)(6) 2020) for another refill. The patient indicated that episodes of increased spasticity persisted. The issue was not resolved. However, the patient's status was alive - no injury. The hcp wanted to advise on further tactics to clarify the cause of the dysfunction. It was unknown when the event first occurred. Information regarding the patient¿s age, weight, medical history, and other medications was unknown. It was further reported that the patient presented for a refill on (B)(6) 2020. The patient complained of increased spasticity, which occurred suddenly from a few to 15 times per day with a duration from a few seconds to a maximum 20 minutes, and then it disappeared. The patient felt it in his abdominal muscles on the left side (above the pump) and in the legs (it differed from time to time). At the patient¿s consultation - after transfer from the wheelchair in bed - clonus was observed in both legs; it stopped within 1 minute. On evaluation, spasticity in legs - 1/1+ by mas, clonus was triggered by movement. At the patient¿s (B)(6) 2020 refill, the arv was 7 ml, and the erv was 2, 3 ml. It was noted that the patient was planning to have a colonoscopy as the patient¿s bowel regime had changed during the last few months. The hospital made an agreement that after the colonoscopy, the physician would contact [the device manufacturer] to plan the next steps if the situation had not changed.